Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient thought the device had migrated a little towards their armpit. It was also reported that it appeared the patient had "twiddled" with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.